Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The device will be returned to zoll corporation for further evaluation. Analysis of reports of this type has not identified anincrease in trend.